Event description:
It was reported that the patient underwent an ipg replacement procedure due to inadequate stimulation. The patient was reprogrammed but opted for battery replacement. The patient was doing well postoperatively. The explanted ipg will not be returned.